Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 44 mg/dl and the insulin pump went into threshold suspend but her blood glucose was 96 mg/dl. Customer stated she has had issues a couple of times with bent sensor cannulas. Customer stated she will turn the sensor feature off. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.